Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device received inappropriate therapy while exercising. Data was submitted for a technical services (ts) evaluation. The ts data review confirmed the device has been programmed in the primary vector since implant and although the smart pass feature was currently deactivated, it had been enabled at implant. The reason for the deactivation at approximately six months post implant appeared to be the result of morphology changes and sudden r wave amplitude changes. A simulation for potential mitigation of the treated episode in presence of smart pass active, failed to illustrate complete mitigation of this risk. Further investigation was recommended as the patient would still be at risk for future inappropriate therapies; specifically in presence of t wave elevation and any additional morphology changes. To date, this device remains implanted and in service with some additional troubleshooting recommendations provided to the field by ts, such as, x-ray imaging for placement assessment and template acquisition at higher rates so as to better discriminate avoidance of future inappropriate therapy.